Event description:
A serious spontaneous report received regarding a (B)(6) female. Initials not provided. Medical history of allergies and taking no concomitant medications. Dr scholl's freeze away wart remover was dr recommended and used on 3 planter warts on the consumer's arm for the first time at 12:45 pm on (B)(6) 2009. The product was applied for 5 seconds on each wart. Mother called to report that 5 minutes after the product was applied that her daughter "passed out and had a light seizure." Reported that it "seemed she went into shock, stopped breathing and turned totally white." Reported that she "came to" after about 5 minutes and had dark circles under her eyes. Reported that her daughter was complaining of stinging and burning and that she was very tired for the rest of the day. Her legs were shaking. Md was contacted. She reported that the doctor thought maybe it was "shock from the pain." Consumer was not taken to the doctor and the product was discontinued.

Manufacturer narrative:
(B)(4).